Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with dizziness. Upon device interrogation. The right ventricular (rv) lead was found to have high thresholds and episodes of non capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.